Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) had broken output connectors. It was also indicated that the main printed circuit board (pcb) was out of specification electrically, multiple internal wires were pinched, and the hanger and keypad window were broken. It was also indicated that some plugs were missing or damaged and that a case screw was contaminated. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken atrial connector port. The epg was returned for service. There was no patient involvement.